Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the pulse generator was found in backup mode. A device firmware was reloaded and normal device fucntion resumed.